Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion when there was no occlusion present. This was observed within 40 seconds of starting patient infusion with blinatumomab (10ml/hr; 240ml). The pump was restarted by user and uso sensor failure (system error 21513) alarmed 1 minute later. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e1 (initial reporter first name, last name, phone no, e-mail), h6, h11.h11: a review of the event history log identified an infusion of blinatumomab (10ml/hour; 240ml). Additionally, the pump stopped due to downstream occlusion alarm, user silenced the alarm, downstream occlusion alarm was cleared at 23:51, and then infusion was restarted by user. At 23:52 timestamp pump stopped due to system error upstream occlusion sensor failure, system shutting down at 23:54 and pump entered sleep mode. . The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.